Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the esc button chunk has come out from left corner of the screen and when reservoir comes out the plastic was missing. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting. Customer stated that insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No unexpected prime/fill anomaly noted during testing. Device had cracked lcd window, cracked case at window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.